Event description:
I need to wear hearing aids and I have to change the batteries weekly. I have to have my husband open them as the plastic is so sharp and he has to use a knife and pliers to separate the plastic. This is ridiculous as you can get non-child packaging for medications but the new laws due to someone's neglect is causing millions of seniors possible injury due to sharp plastic and needed use of knives or utility knives. It's unsafe and I don't have the strength to open them. All brands.